Event description:
Complainant alleged that the users were analyzing the heart rhythm of a (B)(6), female patient, the device was attached to the patient who was conscious when the medical team arrived. The patient quickly (within seconds) degraded, and the device detected an asystolic rhythm. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical; however, the customer returned the log data for review. Eval of the log data found that the presented heart rhythm failed to meet the device's requirements for defibrillation and the device appropriately returned a "no shock advised" prompt. This investigation was closed as device meets spec. Analysis for reports of this type has not identified an increase in trend.